Event description:
It was reported that during a hemorrhoidectomy procedure, after firing the instrument, the staples did not close. The case was completed with another device. There was no consequence to the patient.